Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/14/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Why does the author believe that the pds contributed to the event and not the titanium mesh? Citation: british journal of oral and maxillofacial surgery 51 (2013) e224¿e229. Http://dx.doi.org/10.1016/j.bjoms.2013.01.016.

Event description:
It was reported in journal article ¿secondary correction of posttraumatic orbital wall adhesions by membranes laminated with amniotic membrane¿ that the objective of this study was to find out if human amniotic membrane could be used for corrective surgery after trauma to the orbit wall. The patient with defective motility of the bulb after fractures of the orbital floor was treated and had the orbital wall repaired and polydioxanone foil was used. Treatment of large blow-out fractures with foil can lead to adhesions and scars, resulting in reduced motility of the bulb and diplopia. The patient inserted with polydioxanone foil and titanium mesh experienced severe restriction of down gaze and moderate restriction of lateral gaze with diplopia on lateral gaze. Secondary correction involved detachment of adhesions and scars, removal of polydioxanone foil, and insertion of amniotic membrane laminated polyglactin910/polydioxanone patch. The outcome after 3 months was full range of motility of bulb and no diplopia. Additional information has been requested.